Event description:
It was reported that the patients ipg was found to be inoperable. The patient underwent an ipg revision procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the facility.